Event description:
The report received from the registry indicates that four days post index procedure, the patient experienced severe chest pain and st segment elevation. The patient was returned to the cath lab and coronary angiogram confirmed 100% occlusion at the index device. The patient was implanted with another 2.25 x 18 mm cypher stent overlapping the index device. As per the cath lab report, there were st elevation at the anterior lateral lead and st depression was noted at the inferior lead. This event was diagnosed as a coronary stent thrombosis. The patient recovered and was discharged a week later. The event was reported as related to the index device and unrelated to the index procedure.

Manufacturer narrative:
This patient was randomized to the registry in 2008 for one-vessel disease. A staged procedure was not planned. The indication for the index procedure was an anterior acute myocardial infarction <6h pre-procedure. Highest killip classification was I. The patient is a male with a body mass index of 22.31. The target lesion was at proximal left anterior descending. The vessel was a native coronary artery. The reference vessel diameter was 2.2 mm. Lesion length was 11 mm. Pre-procedure diameter stenosis was 100% and post procedure was zero percent. Timi pre and post procedure was I and iii, respectively. The lesion was de novo, with no major side branch involvement, a total occlusion, smooth, and readily accessible at proximal segment. Angulation was <45 degrees, eccentric, with little to no calcification and without thrombus. Lesion classification was type b1. A 7f-guiding catheter and an ht floppy guide wire were also used in the procedure. The lesion was predilated with a 2.5x9 mm balloon at 4 atms. A stent was deployed at 12 atms. Post-dilatation was not performed and intravascular ultrasound (ivus) was not conducted. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.